Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain, 15.0 diopter, preloaded injector on (B)(6) 2016 and the lens rotated inside the injector prior to insertion in the patient's eye. The lens was not implanted and there was no patient injury.

Manufacturer narrative:
Event problem and evaluation codes: result code(s): evaluation of the returned product found the rod passed over iol and the iol was remained inside nozzle as reported. Volume of used viscoelastic material appeared to be enough. There was no irregularity found on injector and iol, all met criteria. It is still possible that the incident was caused by user error but also it is possible that it happened though the user exactly followed the instructions. (B)(4).